Event description:
A distributor in (B)(6) reported that two rt225 infant bias flow breathing circuit each had a bent heater wire pin. This was noticed when the breathing circuits were first taken out of the package.

Event description:
A distributor in (B)(6) reported that two rt225 infant bias flow breathing circuit each had a bent heater wire pin. This was noticed when the breathing circuits were first taken out of the package.

Manufacturer narrative:
(B)(4). The rt225 infant bias flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. The complaint breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). The rt225 infant bias flow breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number of that product is k20332. Method: the complaint rt225 infant breathing circuits were returned to fisher & paykel healthcare in (B)(4) for inspection. A bent pin test was performed on the inspiratory limbs of the returned breathing circuits to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not fully connected to the heater wire socket of the inspiratory limbs. Further inspection revealed that the inspiratory heater wire pins were bent, preventing the adaptor from connecting to the heater wire socket. A lot check revealed two other complaints of this nature for lot number 110215. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were damaged during production or by the end user. (B)(4).